Manufacturer narrative:
The associated complaint device was returned and evaluated. Our assessment confirmed the knob on the journey dcf ap fem cut blk 5 will not turn. The device shows significant signs of wear/usage. A review of the production documentation for the corresponding product contains a correct sample label that does not share this issue. A review of complaint history for the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the cut block broke at articulation.